Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2013-02622.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2008 after the use of the product.

Manufacturer narrative:
Initial info alleged that the pt experienced an event and expired on the same date ("initial date"). Additional info received alleged that the pt experienced a cardiac event that was sudden in nature nine dys after the initial date and subsequently expired, which was caused by the pt's exposure to the product administered during dialysis treatment. Additional info has been requested to clarify the event dates and will be submitted upon receipt accordingly. This is one event for the same pt involving two separate products: associated manufacturer report numbers: 1225714-2013-02621 and 1225714-2013-02622.